Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and open skin irritation on her chest and torso under the lifevest garment. It was also reported that the lifevest equipment was too heavy and causing the patient's neck to strain. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed hydrocortisone cream for the skin irritation. Follow up indicated that the patient returned the lifevest and the skin irritation improved.